Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) measured high, out-of-range pacing and shock impedances through the associated transvenous defibrillation lead. Subsequent lead measurements and device behavior during interrogation were normal. Attempts to evoke noise with clinical maneuvers were unremarkable.